Event description:
It was reported the patient does not feel stimulation and at times experiences positional stimulation. The patient attempted increasing the stimulation amplitude which was unsuccessful. The patient declined troubleshooting/reprogramming efforts and requested having her scs system explanted. The patient has consulted with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.